Event description:
A distributor from france reported a malfunction alarm related to a medical device on (B)(6) 2025. The event involved a malfunction code, but specific fault code details could not be confirmed. The customer's blood glucose level was recorded at 135 mg/dl, indicating no adverse impact. The device was scheduled to be returned, and a replacement pump was provided with a new serial number.